Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was coiled up inside and not available for removal of a tampon. She was unable to manually remove the tampon and had to seek medical attention for removal of the tampon. Multiple attempts have been made to obtain further information, however no further information has been received.